Event description:
Boston scientific received information that during a routine follow-up, diaphragmatic stimulation by the left ventricular (lv) lead was observed. An x-ray confirmed the lv lead had dislodged. The lead was successfully repositioned and the diaphragmatic stimulation was no longer observed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.